Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary- no product returned. Asae/major bleed: patient was bleeding from his suture sites and his chest tubes. The cause of the access site adverse event was patient related since patient has coagulopathy device history lot- device lot: 1885297. Device history review- this pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It is reported that a patient implanted with an impella cp experienced major bleeding from the suture site and chest tubes. The patient was treated surgically with a wash out of the chest. The patient survived.